Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use during drain. The drain volume equaled 2498ml. The cg pressed stop to mute the alarm. The technical service representative (tsr) had the cg press go to record the alarm in the alarm log. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). Product surveillance contacted the registered nurse (rn), regarding the reported high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The rn stated she was aware of the alarm. The rn stated the patient has been continuing therapy successfully. The patient has not reported any drain volumes or symptoms meeting iipv criteria. There was no patient injury or medical intervention associated with the event. No allegations were made against any of the patient's dialysis products. This issue is being investigated through CAPA.